Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis machine in the or room stopped working and did not power on. Tried power cycling and plugging into a different outlet with no response. Anesthesia staff reported fluid accidentally entered through the screen gap before the failure, possibly causing a short circuit. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis machine in the or room stopped working and did not power on. Tried power cycling and plugging into a different outlet with no response. Anesthesia staff reported fluid accidentally entered through the screen gap before the failure, possibly causing a short circuit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not powering on. A field service engineer (fse) confirmed the pas had no power due to site spillage on the communication sled. The fluid ingress from the system below the all in one caused damage to the electronic drawer, specifically affecting the communication sled and the pyxis bus cable drawer cable. The fse replaced the communication sled and the pyxis bus drawer cable, then successfully tested the unit to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.